Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 12 unopened and 8 opened units. Analysis and results: there are no previous complaints of the same code-batch. Manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock. Received twelve closed samples and two open and unused samples with the thread broken. The thread in both open samples received is attached to the sponge by the needle and the rest of the thread is not wound on the pack. Tested the knot pull tensile strength of the closed samples received and the results fulfill the OEM requirements. Also, tested the linear pull tensile strength of the closed samples received and the results fulfill united states pharmacopeia requirement. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: although the results of the closed samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported that the suture/thread broke when removing from package.